Manufacturer narrative:
(B)(4) follow up. It was reported the prefilled catheter flosser leaked from the package and was unusable. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a prefilled syringe in its packaging flow wrap. No other information could be obtained from the photo. A device history record review was completed for provided material number 306593, lot 2153547. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received. The patient was admitted to the hospital with a fracture, and on (B)(6) 2024, the charge nurse treated the patient with intravenous fluids as prescribed, and at the end of the procedure, while using a prefilled catheter flosser for indwelling needle sealing, he found that the prefilled catheter flosser leaked from the package and was unusable, and it was immediately replaced without harm to the patient.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The patient was admitted to the hospital with a fracture, and on (B)(6) 2024, the charge nurse treated the patient with intravenous fluids as prescribed, and at the end of the procedure, while using a prefilled catheter flosser for indwelling needle sealing, he found that the prefilled catheter flosser leaked from the package and was unusable, and it was immediately replaced without harm to the patient.